Event description:
It was reported that a patient with a edwards bioprosthetic 21mm aortic valve presented symptoms of aortic stenosis after an implant duration of approximately 7 years and was being evaluated for a possible valve in valve procedure.

Manufacturer narrative:
Method: device still implanted, no product return. The valve in valve procedure was successfully performed on (B)(6) 2012. Transcatheter valve implantation inside a degenerated bioprosthetic valve ("valve in valve", viv) is a less-invasive alternative approach. Stenosis of an implanted valve causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. There are multiple etiologies for bioprosthetic valve stenosis such as calcification, host tissue growth... Etc. Without additional information or device return and evaluation, the type of failure cannot be determined or confirmed.